Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. It was noted that the patient had severely calcified femoral vessels. During the procedure a non-abbott 14f delivery sheath was inserted into the left femoral artery for pre-dilation. There was difficulty inserting the delivery system into the patient and advancing the delivery system through the patient anatomy. It was noted while advancing the delivery system that there was a perforation in the left iliac artery. The delivery system and valve were removed from the patient. Two covered stents were implanted and the procedure was aborted. The user believed the perforation was caused by the delivery system. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that a there was difficulty inserting delivery system into the patient and advancing the delivery system through the patient anatomy. It was noted while advancing the delivery system that there was a perforation in the left iliac artery. The user believed the perforation was caused by the delivery system. The delivery system was returned to abbott and investigation confirmed all components of delivery system were functional. The stability layer was noted to be bent and due to the damage functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that the patient had severely calcified femoral vessels which may have contributed to the reported insertion and advancement difficulties, which may have possibly contributed to the reported perforation, however this could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as two covered stents were implanted. The patient status was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.